Event description:
Company received the following info by phone from the pt: the graft was initially implanted in 1996 as an aortic-femoral bypass graft for a gangrenous right third toe. The toe was removed. In 2001, the pt had a series of vascular blockages and infections and in one instance a heart catheter had been placed, passing through the implanted graft. In 2004, the pt was re-opened from their groin down to 4 inches into their right leg. The re-operation was to be for a revasculization of the original bypass. The pt stated that the graft was found to be full of "green gooey deadly infection" (pus). The pt had a fever of 101 f to 102 f. The pt stated that the doctor was unable to continue the surgery and had pt sent by ambulance that same day to another hospital. The wound was left open. The surgeon at the second hospital gave pt a complete physical and scheduled surgery for 4/2004 to replace the infected graft. The pt is in a lot of pain and extremely upset and scared of dying from this infection.